Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. In this case, it is likely the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance and material deformation (damaged stent struts). The investigation determined the reported failure to advance, material deformation and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending coronary artery. A 4x26mm graftmaster covered stent failed to cross due to the anatomy. After removal, it was noted that the stent had damaged stent struts. A 4x19mm graftmaster covered stent was deployed successfully and sealed the perforation with no issue. In the opinion of the physician, the use of these graftmasters did not cause or contribute to complications or adverse events in any way. No additional information was provided.